Manufacturer narrative:
Product investigation: the reported event of an inverted sheath tip was confirmed. Gross morphological examination revealed the sheath tip was inverted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. However, it is consistent with a forceful attempt to retract an occluder into the sheath.

Event description:
On (B)(6) 2017, while pulling back a 7f amplatzer torqvue delivery system 45 (dtv45), the amplatzer muscular vsd occluder was in the incorrect position. The occluder failed to retract into the dtv. The dtv45 and occluder were removed from the patient and the sheath appeared damaged at the tip. On a later date, another amplatzer muscular vsd occluder was used and procedure was successfully completed.